Event description:
It was reported during a routine office visit, that the lead exhibited loss of capture due to dislodgement. The lead was repositioned on (B)(6) 2017 successfully. The patient's condition post procedure was stable.